Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system had been used in multiple cases since the event without issue. The system passed a (B)(4) point and (B)(4) point advanced accuracy test. The system then passed the system checkout and was found to be fully functional. A software analysis determined that the complaint was confirmed. The clinical export data file was thoroughly inspected and the log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning of the executed trajectories. An inferior skiving potential can be seen at l4 right. When observing the 3-d model of l4 screws planning, the path for l4 right screw to take when experiencing an inferior skiving is visible - following an inferior skive, the screw can deviate laterally. The planning for the second part of this case was examined. Since manual adjustments were made for l4 right screw positioning, the only information available is what was planned for the last sending of the arm. A significant change was made for l4 right, compared to the screw's positioning on the first part of the case. The change can also be seen from the lateral view, eliminating some of the inferior skiving potential that was seen in the initial planning. Registration was able to be successfully reproduced and the CT-fluoro match score shows acceptable values and no observable shifts were detected. Navigation was checked and found to be accurate, it is possible that a slight mechanical pressure was applied upon the arm while instrumenting, creating the described deviation that appeared on the screen. During the second part of the case, the possibility that the tools are being pushed was checked. An image was taken during that time, showing navigation on the screen when the tools went through the arm guide but above the anatomy, to eliminate the possibility that soft tissue or any mechanical force caused the navigation to appear inaccurate on screen. Analysis concluded the the initial planning of the l4 right screw had an inferior skiving potential that eventually could create a more lateral path for the screw to go to. Changes made for the planning during the second part of the case moved the screw to the center part of the pedicle, which significantly reduced the skiving potential that was initially observed. Analysis could not rule out that soft tissue pressure was applied upon l4 right screw (it was reported that surgeon performed a wiltse incision) as a contributing factor for the inferior skiving potential, given that l4 is placed at the upper end of the incision. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used for a single position lateral fusion case for l4-s1 that was being performed. It was reported that there was an alleged inaccuracy during the case. The system set up and registration was performed with out any problems. Registration was achieved using fluoro with basic algorithm with green values for all levels. Since a lateral case was being performed, the surgeon was placing all screws percutaneously. The surgical arm was sent to all right sided trajectories first in order to mark the incision points. Once all incisions were marked, the arm was cleared up and the surgeon performed a wiltse incision. The surgeon requested to drill holes at all levels on each side first, then place screws. Right s1 was sent first and drilled with no issues. Right l5 was then sent and drilled with no issues. Right l4 was then sent and while positioning the cannula and dilator, the trajectory was shown on navigation to be lateral. The surgeon removed the tools and used the long scalpel to make a clear incision all the way down to bone. The surgeon then reintroduced the dilator and cannula and the dilator still showed a lateral trajectory. The surgeon removed the tools from the end effector and navigation was checked with the pointer probe in the end effector. Navigation was shown to be accurate. The surgeon placed the dilator and outer cannula back through the arm guide and navigation showed a lateral trajectory again. The surgeon reported feeling no skiving and decided to proceed with drilling and screw placement. Right l4 was drilled and the screw was placed. The arm was then sent to right l5 again and the screw was placed. Right s1 was then sent again and the screw was placed. The surgeon then sent the arm to all left sided trajectories and repeated the same workflow. Incision sites were marked first then the arm was sent again to each trajectory, starting with left s1, and drilled. After drilling the left l4 trajectory, the screw was placed. Then the left l5 trajectory was sent and screw placed, followed by left s1 trajectory and screw placed. The surgical arm was detached from the patient and the surgeon proceeded to perform his interbody cage procedure at this point. Once completed, everything was checked using fluoro. It was found that all screws were placed accurately except for the right l4. Right l4 was resting lateral to the pedicle. The surgeon decided to bring the arm back in and perform a scan and plan to correct the right l4 screw. The platform used was the same as before. Scan and plan registration was performed successfully and right l4 was planned for the same position as before. The arm was sent to the right l4 trajectory. The surgeon used the scalpel first to ensure a clear path to bone, then introduced the dilator and outer cannula. Again the navigation showed a lateral trajectory. The surgeon removed the tools from the incision and held them through the end effector above the skin. This was done to see if the trajectory was lateral or if the instruments were being pushed lateral inside of the incision. When held above the skin, through the end effector, navigation showed the green dashed line lateral to the planned trajectory. The right l4 screw plan was then shifted medial and the arm was resent. Surgeon then reintroduced the dilator and outer cannula into the incision. Navigation showed the tools lateral to the new plan but acceptable in terms of alignment with the pedicle. The surgeon proceeded to drill the trajectory and place the screw. Once finished, fluoro was brought in to check and it was found that the screw was placed lateral to plan, but acceptable in the pedicle. The arm was then detached and surgeon continued to place rods and close the incisions. After the procedure, the manufacturer representative completed a 3 point and an advanced 10 point accuracy test. The system was accurate. The representative indicated that the system had been used in multiple prone cases since this case and there were no issues. The representative thought the inaccuracy could possibly be due to compression during lateral case. There was a less than 1 hour delay to the procedure and no impact to patient outcome.